Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set and was unable to remove the needle on (B)(6) 2025. The site of insertion was abdomen and the needle was fractured during insertion at an angle of 90. The insertion was for five minutes and wiggled needle house while removing. No further information available.